Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had very loud siren and a book with a question mark appeared on the screen and black screen. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump continued to give a loud beeping signal when the patient was swimming. Customer saw the insulin pump here, it had completely failed, no visible damage, battery removed and retried with a battery. Now only a black screen and loud siren are audible. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify audio/vibrate anomaly/absence of alarm or critical pump error (open book image) due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.